Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 52-year-old white female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a hematoma developed during impella implant and worsened after the repositioning sheath was inserted. While pressure was initially held to manage the condition, the decision was ultimately made to explant the pump. The perclose broke upon pump removal and manual pressure was held for roughly 40 minutes to achieve hemostasis and hematoma resolution.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The root cause of the access site bleeding was most likely due to anticoagulation management since the act value was 253 during bleeding which is out of the range (160-180).